Event description:
It was reported. Foreign material present in guidewire. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Additional information: it was reported the guidewire was replaced with a different batch for clinical use.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material on the stylet is confirmed; however, the exact cause is unknown. Two photographs of hydrophilic stylets and catheters were returned for evaluation. An initial visual observation of the photographs showed what appeared to be two hydrophilic stiffening stylets with a white residue on the surface of the stylets. No obvious use residue was observed on the samples. There were no distinguishing features in the returned photographs of the devices which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.